Event description:
Sorin group received a report that the clinician noticed blood from the oxygenator going into the water lines of the heater/cooler during a procedure. There was no patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the inspire 6 dual hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the clinician noticed blood from the oxygenator going into the water lines of the heater/cooler during a procedure. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.